Manufacturer narrative:
Account replaced the controller to resolve the issue. (B) (4). This effort will continue until we are current.

Event description:
Account alleged that the bed had no function.